Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator performed inappropriate anti-tachycardia pacing due to incorrect interoperation of sustained atrial tachycardia. The reported device was explanted and replaced on (B)(6) 2022. The patient is recovering from procedure.

Manufacturer narrative:
The reported event of incorrect interpretation of signal and inappropriate therapy could not be confirmed. As received, the device was returned at end of service (eos). Telemetry, impedance, sensing, pacing and high voltage output functions of the device were tested and found to be normal. No other anomalies were identified.